Manufacturer narrative:
Product ID: 309328, lot# 0208490642, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information reported a new electrode was implanted due to ineffectiveness. Additional information has been requested. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event started after the test implant. Due to high tension at the level of the lead extension, the patient and the paramedical team were concerned about the proper functioning of the temporary stimulator. The high tension was on a temporary lead during the trial. No further symptoms were reported. The decision was taken to prolong the initial hospitalization. Radiography of the sacral region was taken and the neuromodulator was reprogrammed. The event was solved on (B)(6) 2014 and the patient was discharged on (B)(6) 2014. The patient¿s status at the time of report was alive with no injury.

Event description:
Additional information reported there was a prolongation of hospitalization for surveillance for an increase traction sensation in t he temporary extension during the patient¿s movement. The relatedness was updated to both the extension and implant procedure.